Event description:
It was reported that prior to procedure, the patient's right ventricular (rv) lead was oversensing leading to pacing inhibition and had low impedance. The rv lead was suspected to have an insulation breach. The patient was asymptomatic. On (B)(6) 2021, the rv lead was capped and replaced. The patient was stable throughout procedure.